Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Update 16-mar-2026. The patient confirmed that the initial surgery took place in the raphaelsklinik münster (wpo) (dr. Forkel) and currently no second surgery is planned, although the symptoms are persistent since (B)(6) 2025.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a medial patellofemoral ligament (mpfl) reconstruction surgery where an ar-2325bcc and an ar-1370c were implanted. Since on (B)(6) 2025, the patient has been suffering from an unexplained severe skin reaction to uv light. Dermatologists investigating the cause suspect that it may be due to an intolerance to the bioabsorbable material. No further information was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.